Event description:
It was reported that the patient presented in clinic for a regular checkup. It was noted upon interrogation that the pacing impedance was high and out of range and capture thresholds were high on the right ventricular (rv) lead. A procedure to reposition the rv lead was performed but the helix would not extend after several attempts. It was also observed during this procedure that the right atrial (ra) lead's pacing impedance was high, and the helix could not be unscrewed. The rv was explanted and the ra lead capped (B)(6) 2026. Both leads were replaced. The patient was stable.